Event description:
It was reported that an 840 ventilator failed power on self-testing (post). The ventilator was not in use on a patient at the time of the reported event. A service engineer (se) inspected the device and confirmed the reported condition. To address the issue, the se replaced the exhalation flow sensor. The unit passed all testing and operates within the manufacturing specifications.